Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2002, pt underwent repair of an incarcerated umbilical hernia with kugel patch. On (B)(6) 2005, pt admitted for vomiting, cramping, and abdominal distention. On (B)(6) 2006, pt admitted for small bowel obstruction, surgical intervention not needed. On (B)(6) 2006, pt admitted for small bowel obstruction, resolved. If another episode happens, surgical intervention will be taken. On (B)(6) 2006, pt admitted for small bowel obstruction. On (B)(6) 2006, pt underwent exploratory laparotomy, lysis of adhesions, and excision of kugel patch. On (B)(6) 2007, pt admitted for enlarged testicle with blood in ejaculate.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt was noted to have significant weight loss and gain between the periods of the implant and explant. The pt was treated for a small bowel obstruction caused by adhesion, which is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.